Event description:
Clinical study. Same case as MFR# 6000093-2006-02393, 6000089-2006-02456. It was reported that post index procedure, the pt experienced a stent thrombosis (st), a myocardial infarction (mi) and target vessel revascularizations (tvr). The index procedure treated 3 de novo lesions in the right coronary artery (rca). Lesion #1 was in the distal rca and was 2.75 mm wide, 25 mm long, and 95% stenosed. There was severe tortuousity. The physician predilated the lesion prior to placing a 2.75 x 32 mm taxus express2 drug eluting stent. Residual stenosis was 40%. Target lesion #2 was also in the distal rca and was 3 mm wide, 30 mm long, and 95% stenose. There was severe tortuosity. The physician predilated the lesion prior to placing a 3.0 x 32 mm taxus express2 stent. Residual stenosis was 0%. Target lesion #3 was in the mid rca and was 3.5 mm wide, 25 mm long, and 70% stenosed. There was mild calcification and moderate tortuosity. The physician predilated the lesion prior to placing a 3.5 x 32 mm taxus express2 drug eluting stent. Residual stenosis was 20%. A non bsc stent was also placed in the proximal rca. All 4 stents overlapped. There was a dissection noted proximal to the distal rca. The pt received angiomax, aspirin and plavix during the procedure. The pt was discharged one day later on aspirin and plavix. On day 682, the pt had a non q-wave mi (nqmi). Enzymes were elevated, consistent with mi. The pt also had an st, confirmed by angiography. A thrombectomy was performed to the proximal rca, and the event resolved that same day. The pt had focal in-stent restenosis in the distal rca. A non bsc stent was placed. The mid rca also had focal in-stent restenosis and received plain old balloon angioplasty and a non bsc stent. All events were considered resolved that day, post tvr. The pt was discharged 3 days after. In the opinion of the physician, the st/mi/tvrs were probably to the taxus stents.

Manufacturer narrative:
H6. A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 6736613 found that the device met its material, assembly and product specifications, at the time of release to distribution. These type of complaints are trended on a monthly basis. No root cause of can be determined.